Manufacturer narrative:
Product ID 8590-1, lot# n334162, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type accessory product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that since the pump was implanted, the patient never had therapeutic effect from the pump therapy and that a catheter revision had occurred on (B)(6) 2013. The patient recently relocated and trying to establish a health care provider and the physician told the patient she should never had the pump implanted. This physician has declined to manage the pump. The patient was told by a health care provider if that physician were to manage the pump, the first thing the physician would do would shut down the pump. Of note, this physician had worked with the patient in the past. The patient was upset as she had the surgery for the pump and has not had much ¿luck¿ with it. Reportedly morphine had been in the pump but the patient had no result from the morphine. Dilaudid was then used. The pump is scheduled to ¿run out¿ in (B)(6) and the patient was seeing a managing physician. It was further provided that the patient was also taking oxycontin, ¿loritab¿ and flexeril. The patient was implanted and revised in (B)(6). She recently moved to (B)(6) and had a patient evaluation by this physician. Due to the patient having a high concentration of dilaudid in her pump in addition to a personal therapy manager (ptm) and a high dose of oral pain medication, this health care provider declined treating the patient and referred her to another managing physician.